Manufacturer narrative:
The battery was not returned for analysis. Review of bat219209's manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not provided. Analysis of the device could not be performed since the device was not returned for evaluation. Applicable risk documentation and experience with events of similar circumstances were considered; events with alleged power disconnects are most often attributed to communication errors, momentary disconnections and/or battery malfunctions. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the alarm for battery depleted triggers when the battery is still fully charged. The battery was subsequently exchanged with no reported consequence or impact to the patient. Controller log files are not available. No further information has been provided.